Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced a diabetic ketoacidosis event on 06-oct-2024. Patient experienced high blood glucose level at the time of the event. Blood glucose level was 700 mg/dl. Therefore, patient went to emergency room and later admitted to hospital. The duration of hospitalization was greather than 24 hours. Patient was treated with insulin drip. Patient was found positive for ketones level. No further information was available.